Event description:
The customer reported that the sling strap was torn. There was no patient involvement reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
During follow up with the initial reporter, it was reported that the sling broke during the week-end, but the customer only received the information on the following monday. Nobody shared the sequence of events or how the sling broke with the customer. The customer confirmed that no patient had been injured or was in a dangerous situation. Liko comfortsling plus provides a comfortable sitting position and adapts to suit the patient and no individual adjustments are required. Comfortsling plus provides the patient with good back and head support (mod. 350). Comfortsling plus is gentle to apply since the patient is in a supine position during the application and the sling remains in the chair after the transfer. Comfortsling plus is suitable for patients who are especially sensitive due to muscle or joint pain. The customer scrapped the sling therefore a thorough investigation into the reported issue could not be performed. The customer provided an image of the sling showing the reported damage, the image was evaluated by a hillrom engineer who concluded that the sling had been subjected to abuse. The sling itself looked to be in good condition, not particularly worn. The strap would have broken in 2 places at the same time sharply cut off leading to the conclusion that this was not a malfunction that was created from normal wear and tear. The customer was provided with a new sling. Based on this information, no further actions are required. Although there was no injury reported, the sling straps were to tear during patient use it could lead to a serious injury or death therefore, hill-rom is reporting this event.